Event description:
Dealer advised, bed is making a noise every time the foot section of the bed is moved. Through the dealer troubleshooting, he found the bracket that the actuator connects to on the foot section looks like it was welded on at an angle, which is causing noise. No injury. Dealer could not provide any further information. (B)(4).